Event description:
It was reported that this right atrial (ra) lead with the pacemaker was exhibiting oversensing of noisy signals that led to an inappropriate mode switch. The lead has been in service for nearly 40 years. The stored episodes may be from a medical procedure or electromagnetic interference (emi). This ra lead and pacemaker remain in service. No adverse patient effects were reported.